Manufacturer narrative:
(B)(4).

Event description:
The customer reports: ptd catheter tip separation during dialysis declotting procedure on patient. Physician was able to retrieve catheter and recover tip. No patient adverse event was observed.

Manufacturer narrative:
Qn#(B)(4). The customer returned a 5fr ptd catheter and rotator for evaluation. The catheter was returned with the basket advanced out of the sheath. Dried blood was observed on the catheter sheath, rotator, and basket. Visual examination revealed that the distal end of the black pebax tip was separated from the rest of the tip and was not returned. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The tip material appeared jagged and uneven, indicating a stress related tear. All of the basket wires were intact and secured within the basket connectors. No other defects or anomalies were observed with the ptd assembly. The remaining portion of the black pebax tip attached to the basket measured approximately .079" in length. The ptd catheter was placed into the returned rotator to functionally test the device. The ptd basket rotated as expected when the activation button was pressed, indicating the ptd catheter body was intact and functioning properly. The basket was able to be retracted and advanced within the sheath with minimal resistance. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared jagged and uneven, indicating a stress related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.

Event description:
The customer reports: ptd catheter tip separation during dialysis declotting procedure on patient. Physician was able to retrieve catheter and recover tip. No patient adverse event was observed.